Event description:
The guidewire was advanced without difficulty into the obstruction, but was unable to advance the g/w into the distal "iva" lumen. Difficulty was also experienced during attempts to remove the guidewire. Following several attempts, the physician noted a rupture of the distal tip of the g/w. Attempts to retrieve the segment with several other guidewires were unsuccessful. A thrombosis of the distal diagonal vessel near the occlusion was noted.